Event description:
Healthcare professional (hcp) reported three pts experienced rash and hives while being treated on the psn 140 dialyzers. The pts were subsequently switched to alternate membranes and have since recovered. No further info was available regarding these incidents.

Event description:
Healthcare professional (hcp) reported three pts experienced rash and hives while being treated on the psn 140 dialyzers. The pts were subsequently switched to alternate membranes and have since recovered. No further info was available regarding these incidents.

Event description:
Healthcare professional (hcp) reported three pts experienced rash and hives while being treated on the psn 140 dialyzers. The pts were subsequently switched to alternate membranes and have since recovered. No further info was available regarding these incidents.